Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Failure analysis was unable to perform prime test, occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The parent reported via phone call that the customer was stuck on the rewind sequence on the insulin pump. The caller stated they were performing a site change when insulin began to squirt out from the insulin pump. It was also found numbers did not appear on the insulin pump's screen. The caller could not recall any significant events leading to the anomaly. The customer's blood glucose was 146 mg/dl. The insulin pump will be returned for analysis.